Manufacturer narrative:
Section d10 references: product ID wr9200 lot# serial# (B)(6), product type recharger product ID wr9200 lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. . Wireless recharger(wr) won't stay connected, but if patient turns off the wr and back on it would connect rightaway, but the connect doesn't always maintain. Implant is not deep, it can be felt, perhaps about a quarter inch deep. The wires or header block is a bit more shallow per caller. Resetting the wr in the past hasn't worked. Technical services to replace the wr to see if that might work better, otherwise patient will see hcp to assess further. The reason for call was the issue was not resolved. An email was sent to the repair department to replace the device. No symptoms reported. Additional information received from the consumer reported they received the replacement wireless recharger and it worked wonderfully until last night. Last night, they noticed the wr started making clicking noises and then the wr would disconnect from the ins. The wr would then search for the ins, find the ins, then resume charging it. However, they would suddenly hear the wr clicking again and the wr would disconnect from the ins. The patient spent a couple of hours trying to find the best positi on for the wr, and they did eventually find a good spot for it. During the call, the wr maintained a connection with the ins, although it did disconnect once and the patient was ableto get the connection back right away. Additional information received from the consumer reported the new wireless recharger the patient received was having difficulty charging the implant, and that the implant itself was tilted. The recharger was reset, but it didn¿t resolve the issue. The patient called their physician¿s office to assess the pocket, but they were told to have the manufacturer assess first. The rep mentioned the cause of the implant being tilted was unknown. To resolve the issue surgery was planned, but the connection issue had not yet been resolved.